Event description:
It was reported that the patient cooling below target temperature and water temperature was not going up. Received alert stating baby was too cold. Rectal probe running therapy and secondary probe was esophageal. Patient temperature was 33c, target temperature was 33.5c, water temperature was 30.7c, flow rate was 0.4 lpm. Event log shows alert 11 (patient temperature 1 below low patient alert) and alert 24 (patient temperature 2 below low patient alert). Nurse confirmed some kinking and bending in lines. Mis had nurse straighten those out and explained when flow rate dropped to 0.5 lpm or lower it shut off the heater. Mis discussed adding blankets between lines and hard surfaces to act as a buffer. Mis added rolled blankets to each side of infant to taco them in for additional coverage and turning on the radiant warmer to assist. Flow rate was 1.0 l/m and water temperature was 32.9c and increasing. Mis advised to continue to monitor flow rate.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The device was not returned.

Manufacturer narrative:
The reported event was inconclusive because no sample was returned. A potential root cause for this failure could be due to "operator error". It was unknown whether the device had met relevant specifications. The product was used for treatment purposes. It was unknown whether the product had caused the reported failure. The device history record review could not be performed without a lot number. The instructions for use were found adequate and states the following: h11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text: the device was not returned.

Event description:
It was reported that the patient cooling below target temperature and water temperature was not going up. Received alert stating baby was too cold. Rectal probe running therapy and secondary probe was esophageal. Patient temperature was 33c, target temperature was 33.5c, water temperature was 30.7c and flow rate was 0.4 lpm. Event log showed an alert 11 (patient temperature 1 below low patient alert) and alert 24 (patient temperature 2 below low patient alert). Nurse confirmed some kinking and bending in lines. Mis had nurse straighten those out and explained when flow rate dropped to 0.5 lpm or lower it shut off the heater. Mis discussed adding blankets between lines and hard surfaces to act as a buffer. Mis added rolled blankets to each side of infant to taco them in for additional coverage and turning on the radiant warmer to assist. Flow rate was 1.0 l/m and water temperature was 32.9c and increasing. Mis advised to continue to monitor flow rate.